Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unknown day after the sensor had been inserted in the arm. On (B)(6) 2024 around 10am in the morning the patient was taken to the hospital by his girlfriend as he was experiencing hyperglycemia. The patient was vomiting, couldn´t drink water, couldn´t sleep for 2 days and was dehydrated. The cgm reading was 41mg/dl and the bg reading was 387 mg/dl. The patient removed the dexcom sensor due to inaccurate readings while they were still in the house. Upon arriving at the hospital, the nurse took a bg reading which was 787 mg/dl. The patient was treated with novolog fast acting insulin 10 units and electrolytes. The patient was discharged on (B)(6) 2024 at around 2pm (after 2 days). At the time of the discharge the bg reading was 123 mg/dl. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0130 sleep dysfunction/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.